Event description:
A stent thrombosis event was identified on the same date as the patient death.

Manufacturer narrative:
(B)(4). Evaluation code, results: inherent risk of procedure (stent thrombosis).

Event description:
During the index procedure, the patient had one resolute integrity drug-eluting stent implanted in the lad and one endeavor sprint drug-eluting stent implanted in the lcx. It was reported that one day post the index procedure the patient died due to cardio respiratory failure. The investigator assessed that the event was not related to the resolute integrity stent.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (death).